Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, mid right coronary artery. When advancing the 3.5 x 12 mm nc trek balloon catheter in a failed attempt to cross the proximal shaft of the catheter broke. The procedure was stopped and no additional attempts were made to treat the lesion. No adverse patient effects or clinically significant delay in the procedure was reported. The patient outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.